Event description:
The infection is of the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation. Cloudy gel and bubbles were after autoclave disinfection process. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: -no issues found related with the manufacturing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was infection. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports infection of an unspecified side. The device has been explanted.